Event description:
Patient reported obtaining back-to-back blood glucose results, of 285mg/dl and 47mg/dl, of 296mg/dl and 111mg/dl, of 126mg/dl and 302 mg/dl. The patient states he may have modified his diet and/or insulin dosage based upon the meter results, but did not provide details. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage system: comfort curve strip lot 549415 with expiration date 12/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve strip.